Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. It was also reported that sensing amplitude dropped to 5.8 millivolts (mv) and pacing threshold was at 1.9 volts (v) at 0.4 millisecond (ms). This rv lead was then repositioned and acceptable lead measurements were then obtained. This rv lead still remains in service. No additional adverse patient effects were reported.